Event description:
Customer reporting false positive sars on 1 symptomatic patient showing signs of illness several days prior to testing. Customer confirmed that result was confirmed positive by pcr. Several attempts were made to gather further information from customer without success.

Manufacturer narrative:
Investigation summary: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: phone.